Manufacturer narrative:
The pod was not returned for eval - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. Based on the absence of a time line provided in the report, it is unk when the cannula had pulled from the insertion site in relation to when her bg levels began to rise. No conclusion can be drawn. The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." By following user guide instructions, the customer would have immediately removed and replaced the pod upon noticing that the cannula was not inserted into her skin. A review of lot qualification records was performed and the lot was found to have passed the acceptance criteria.

Event description:
The report indicated that the cannula had pulled from the insertion site; it was seen "lying on the skin" and insulin was "leaking on the skin." As a result, the customer experienced high bg levels (greater than 500mg/dl). No possible cause of the cannula becoming dislodged was noted. The pod will be returned for eval.